Manufacturer narrative:
The technician investigated and found the bed scale reading a negative weight. The cause is user error, the account zeroed the scale with the patient in the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the bed scale without the patient in the bed to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that the bed will not alarm when the patient exits the bed. The bed was located in the bed shop hallway. There was no patient/user injury reported. (B)(4).